Manufacturer narrative:
Further investigation of the event determined that the loose nebulizer connection to the main pcb was caused by use error during a service repair.

Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). A carefusion (cfn) field service representative (fsr) evaluated and repaired the suspect device. The cfn fsr determined upon opening the system, the nebulizer connection on the main pcb (printed circuit board) was loose. The cfn fsr reseated the component and now the unit is meeting manufacturers specifications.

Event description:
The customer reported no pressure from the nebulizer port while using the vela ventilator. The customer reported when they turned the nebulizer on, it did not work, no pressure was coming from the nebulizer port, and oxygen pressure was running back into the vent. The issue occurred during patient use and there was no harm or injury associated with the event.